Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Upon visual inspection the service technician noted that affected for recall dim segment replaced u4 and u1 on display board. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the display board. Device history review: a review of the device history record showed the device had a manufacture date of 23jul2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had a weak 7 segment led. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had a weak 7 segment led. No patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device had a weak 7 segment led. No patient involvement.